Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2015. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. Missing and invalid data due to carelink transmission being interrupted or incomplete. So appears data sent in different packets during transmission and portion of data did not make it into transmission. Analysis of the device memory also indicated that the vhr diagnostics were missing/invalid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated ¿invalid data¿ on ventricular high rates and on the cardiac compass. It was noted that the error was most likely due to a partial or interrupted device transmission. The device remains in use. No patient complications have been reported as a result of this event.